Event description:
Pursuant to info received from the physician, pt was bilaterally implanted with devices on 6/5/86. Subsequently the pt developed auto-immune type symptoms and the physician removed the devices. No add'l info regarding this occurrence the physician noted is available at this time. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.